Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported that a patient suffered cardiac arrest secondary to a saddle pulmonary embolism (pe) and was transported via life flight to (B)(6) hospital. Prior to arrival, CPR was performed three times during transport, and tpa was administered. Upon arrival, the patient was transferred to the cticu, where the CT surgery team performed ECMO cannulation. Successful ECMO cannulation was delayed for several hours due to severe thrombus burden at the access sites, resulting in multiple unsuccessful wiring attempts by several providers. After ECMO was successfully established, the operator utilized an already established access site to advance an amplatz superstiff 1cm floppy wire 125cm for placement of the dryseal sheath in the left femoral vein. The operator identified thrombus within the left femoral vein and successfully performed thrombectomy without complications to the extremity. The alphavac device was then removed. During device removal, the venous dryseal sheath was inadvertently retracted too far, resulting in loss of left femoral venous access. Through a triple-lumen cvc in the right femoral vein, the team successfully advanced a wire past the location of the lost access site. To control internal bleeding from the loss of access, an over-the-wire mustang balloon was used for balloon tamponade. The balloon remained inflated for five minutes, after which the 24 fr dryseal sheath was removed and figure-eight sutures were placed. Angiography demonstrated that the bleeding appeared to be largely resolved. Manual pressure was then held at the site while the procedure continued. The operator then advanced wire access from the right femoral vein and placed the dryseal sheath. A pigtail catheter was successfully advanced through the heart. Contrast was delivered through the pigtail catheter into the main pulmonary artery (pa) to identify the target thrombus. Imaging demonstrated resolution of the saddle pe, though residual thrombus remained in the left lower lobe pulmonary artery. The operator successfully advanced the alphavac device into the left pulmonary artery, retracted the sheath back into the main pulmonary artery superior to the pulmonic valve, and began aspiration. Frequent funnel collapse then occurred due to elevated pressures from the ECMO circuit. After four attempts to remove the alphavac cannula, reprime the device, and re-advance it through the outer sheath, funnel collapse continued to occur. The operator then performed an additional contrast angiogram of the pulmonary arteries and noted perforation of the right ventricle. The patient subsequently developed cardiac tamponade. The alphavac system was immediately removed. At that time, the ECMO circuit alarmed for air within both the arterial and venous limbs. This was believed to be secondary to air introduced from IV infusions, likely worsened by a suspected pfo, and unrelated to the alphavac system. The perfusionist was unable to remove the air and requested a new circuit. ECMO support was paused, resulting in the patient's maps dropping into the 30s, and CPR was initiated. A pericardiocentesis was performed with echocardiographic guidance, and the ECMO circuit was replaced, resulting in stabilization of the patient. The patient was then taken emergently as a level 1 case to the operating room for definitive management. The patient is currently out of surgery and remains in the ICU. Dr. (B)(6), the operator, stated that he and his colleagues concluded that "the system retracted inferior to the pulmonic valve and into the rvot. Since the funnel collapsed and was exposed approximately 1-2 mm outside the distal end, they were very confident the injury was caused by the system retracting back into the rvot." The physician cannot confirm how/why the device retracted back into the rvot but did not feel this was a fault of the alphavac system.